Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment; however, during procedure, the distal stent strut got lifted. The procedure was completed with another of same device. No patient complications nor injuries were reported.